Event description:
Patient reported left side implant recall, extreme breast pain and confirmed rupture. Patient later reported: "heavy felling left breast", "tight squeezing", "change in shape", ultrasound was performed. Healthcare professional reported rupture and capsular contracture baker grade iii diagnosed via ultrasound and MRI. Patient undergone capsulectomy. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: no observed. ¿ visibility/palpability: unable to observe since it is a medical event and is not related to the device. ¿ pain: unable to observe since it is a medical event and is not related to the device. ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease was observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, g2, h3, h6.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-22561. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, pain, rupture, capsular contracture baker grade iii.

Event description:
Patient reported left side implant recall, extreme breast pain and confirmed rupture. Patient later reported: "heavy felling left breast", "tight squeezing", "change in shape", ultrasound was performed. Healthcare professional reported rupture and capsular contracture baker grade iii diagnosed via ultrasound and MRI. Patient undergone capsulectomy. The device has been explanted and replaced with another manufacturer's device.